Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately calcified mid left circumflex artery. Access was femoral. A 2.00x15mm maverick balloon was advanced to the lesion. The balloon ruptured at 7 atms on the first inflation. The device was removed in one piece. The procedure was completed by stenting. No patient injuries or complications occurred. The patient has been discharged.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately calcified mid left circumflex artery. Access was femoral. A 2.00x15mm maverick balloon was advanced to the lesion. The balloon ruptured at 7 atms on the first inflation. The device was removed in one piece. The procedure was completed by stenting. No patient injuries or complications occurred. The patient has been discharged.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a maverick otw balloon catheter with hoop and pouch. Blood was present in the distal outer. Microscopic inspection identified a longitudinal tear measuring approximately 7mm in length centered between proximal and distal markerbands. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).